Event description:
An unknown length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel and aneurysm morphology are unknown. It was reported that the physician elected to reline another manufacturers bifurcated stent graft with an aneurx stent graft for stronger column strength and to repari a type 1 endoleak. When the physician was placing the device, he was unable to clearly see the location and inadvertently placed the device lower then intended. The physician implanted another manufacturers cuff and type 1 endoleak was resolved. No additonal clinical sequelae were reported and the patient is reported to be fine.